Event description:
It was reported that the sensor broke off underneath the customer's skin as it was being removed. The customer was unable to see or feel the sensor, but was very worried about it. The customer was advised to seek medical assistance right away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.